Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Based on the available information, it cannot be determined that the failure "bushings - slipped" is related to a manufacturing or design defect. As part of the manufacturing process, the units go through the assembly process of the bushings and a final inspection where the balloon is visually inspected for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage.

Manufacturer narrative:
The product was received by our product evaluation laboratory for a full examination. As received, the proximal bushing and windings had slipped distal on the catheter tip. Proximal windings were located on the balloon inflation port. Adhesive were visible at the bond location on the catheter tip. Balloon was unable to be deflated as it was slipped distal of the inflation ports. Per the IFU " balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And " to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." The through lumen was found to be patent and did not leak. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when testing the balloon of this fogarty embolectomy catheter, it worked correctly, however, during use, the balloon was difficult to deflate. As per product evaluation findings, the proximal bushing and windings had slipped distal on the catheter tip. Proximal windings were located on the balloon inflation port. Adhesive was visible at the bond location on the catheter tip. Balloon was unable to be deflated as it was slipped distal of the inflation ports. There is no allegation of patient injury. There is no more available information.